Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements. The health care professional (hcp) called technical services (ts) to evaluate the lead. Ts reviewed the stored data and recommended for the patient to be scheduled for an in clinic visit for further lead evaluation. The lv lead remains in service. No adverse patient effects were reported.